Manufacturer narrative:
The field service engineer (fse) was on-site on (B)(4)6 2008 to investigate the event. The fse inspected the analytical module and noticed build-up at the pinch rollers. The fse removed the analytical module and performed a preventative maintenance (pm) on the module. The fse found the vessel holders and the mixer belt loose. Also, the fse removed the wash wheel and found a spill inside. The wash wheel was cleaned. Furthermore, the fse replaced the incubation belt, clips, mixer belt, pulleys, the pinch rollers, all aspirate probes and substrate probes. The fse also found dirty vessel on the top which can cause possible contamination or carryover. The fse performed all alignments and adjusted the mixer belt speed. The fse ran a system check and 50 replicate precision run using low level cardiac control. Recovery and precision resulted within specifications. The fse verified all the repairs per established procedures and the results met published performance specifications. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 through (B)(6), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni result (troponin I) in the risk stratification range for one patient. The result was generated by the unicel dxc 600i synchron access clinical system. The customer re-ran the sample and it was within the reference range. The initial erroneously elevated result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.